Event description:
The customer reported via phone call that the insulin pump has consistantly alarmed no delivery. The no delivery alarm was not resolved. The blood glucose reading was 36 mmol/l. The customer's current blood glucose readings was 14.9 mmol/l. The customer was hospitalized for the high blood glucose readings. The symptoms were excessive thirst and dry mouth. The customer was wearing the insulin pump while they were in the emergency room. The customer was advised to revert to their back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.